Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('essure had penetrated through the mid left portion of the fallopian tube and into the round ligament') and device dislocation ('misplaced essure devices') in an adult female patient who had essure (batch no. A36522) inserted for female sterilisation. The patient's medical history included uterine bleeding, multiple caesarean sections and pelvic pain. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation and device dislocation outcome was unknown. The reporter considered device dislocation and fallopian tube perforation to be related to essure. Lot number: a36522. Most recent follow-up information incorporated above includes: on 02-apr-2021: mr received. Reporter information, patient dob, medical history, product removal details added. Event: injury nos replaced with event: essure had penetrated through the mid left portion of the fallopian tube and misplaced essure devices. Case become serious incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('essure had penetrated through the mid left portion of the fallopian tube and into the round ligament') and device dislocation ('misplaced essure devices') in an adult female patient who had essure (batch no. A36522) inserted for female sterilisation. The patient's medical history included uterine bleeding, multiple caesarean sections and pelvic pain. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation and device dislocation outcome was unknown. The reporter considered device dislocation and fallopian tube perforation to be related to essure. Lot number: a36522. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 12-apr-2021: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.